Event description:
It was reported that the home patient (hp) had air in the patient line. This had occurred during the initial drain, while the hp was connected to the homechoice (hc). The care giver (cg) and the hp could not remember if the patient line had been properly primed before the therapy was initiated. During troubleshooting nothing unusual was found with the supplies. The technical service representative (tsr) assisted the cg with ending the therapy by cycling the power. The tsr advised the cg to start the therapy over, using all new supplies. There was patient involvement, however there was no adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.